Event description:
During an alif procedure, the awl was being used to prepare screw holes and the implant cracked. Surgical delay of 20 minutes. No patient injury.

Manufacturer narrative:
Product was not returned for investigation. Review of complaints received with similar failure descriptions indicates the root cause is most likely user related. If device becomes available in the future, the complaint will be re-opened and investigation will be completed. Additional information will be provided via supplemental report using the med watch number associated with this incident.